Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative communicated via solutions tracker that the customer reported via phone call that he had two low blood glucose events during the night in the last week. Customer stated his blood glucose level was around 50 mg/dl and stated it was after he had adjustments done to the basal rate settings and also due to not eating enough. Customer also mentioned his blood glucose had been higher due to eating candy. He also stated he pulled out the infusion set by mistake and then he forgot to give his bolus blood glucose value was 207 mg/dl. Customer stated he would discuss the issue with the doctor and declined transfer for assistance.